Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had varying heart rates in the range of 30 beats per minute and there was question as to whether the implantable pulse generator (ipg) was working properly. The device remains in use. No patient complications have been reported as a result of this event.